Event description:
The report received from the study indicated that approximately six and one-half months after the index procedure, the patient was found to have a 70% focal in-stent restenosis (isr) of a previously implanted cypher select plus 2.5 x 23 mm stent (stent #2) in the first obtuse marginal. The restenosis was treated by balloon angioplasty. The other cypher select plus 3.0 x 18 mm stent (stent #1) implanted during the index procedure in the mid left anterior descending target lesion had a 40% lesion that was not treated.

Manufacturer narrative:
The indication for the index procedure was silent ischemia. The patient was found to have two-vessel disease and had two lesions treated during the index procedure. No staged procedure was planned. The patient's left ventricular ejection fraction was 30-50% (lvef 30-50%). The patient's pre and post-procedure cardiac enzymes were noted to be elevated. A giibiiia inhibitor (aggrastat) was administered prior to the procedure. Lesion #1: the target lesion was the mid left anterior descending (lad). The lesion was reported to be: de novo, 3.0 mm vessel diameter, 13 mm length, an 80% stenosis, moderately calcified, concentric, and type b2. A cypher select plus 3.0 x 18 mm stent (stent #1) was implanted at 16 atm via direct stenting. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. A satisfactory result was obtained. Lesion #2: the target lesion was the first obtuse marginal (1st om). The lesion was reported to be: de novo, 2.5 mm vessel diameter, 19 mm length, a 90% stenosis, concentric, and type b1. The lesion was pre-dilated with a 2.5 x 20 mm balloon at 16 atm. A cypher select plus 2.5 x 23 mm stent (stent #2) was implanted at 18 atm. The stent was post-dilated with a 3.0 x 12 mm balloon at 16 atm due to stent under-expansion. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. A satisfactory result was obtained. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure. The patient was reported to be asymptomatic at the one, six, and twelve-month follow-ups and was continuing his medical regimen. The patient had a re-percutaneous coronary intervention (re-pci) on a new lesion in the posterior-descending artery eleven days after the index procedure. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A report received from the study indicated that approximately six and one-half months after the index procedure, the patient was found to have a 70% focal in-stent restenosis (isr) of a previously implanted cypher select plus 2.5 x 23 mm stent. The stent was implanted in the first obtuse marginal target lesion. The restenosis was treated by balloon angioplasty. The other cypher select plus 3.0 x 18 mm stent implanted during the index procedure in the mid left anterior descending target lesion had a 40% lesion that was not treated. The patient is a male. The patient's medical history consists of: diabetes mellitus and previous myocardial infarction (mi). The patient's age and medical history of diabetes/previous mi puts him at increased risk for mace. The first obtuse marginal target lesion was reported to be: a 90% stenosis, concentric, and type b1. After pre-dilation, a cypher select plus 2.5 x 23 mm stent was implanted at 18 atm. As per the instructions for use (IFU), use of pressures higher than specified on product label may result in ruptured balloon with possible intimal damage and dissection. The stent was post-dilated with a 3.0 x 12 mm balloon at 16 atm due to stent under-expansion. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. A satisfactory result was obtained. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure. The patient was reported to be asymptomatic at the one, six, and twelve-month follow-ups and was continuing his medical regimen. The patient had a re-percutaneous coronary intervention (re-pci) on a new lesion in the posterior-descending artery eleven days after the index procedure. The device remains implanted in the patient and is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. Restenosis is a known potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis and thrombosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Based on the available information, there are possible patient factors (age and medical history of diabetes/previous mi) that may have contributed to the event. Please note that this is the initial/final report for this product.